Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. The reporter also commented that dr. Implanted the lens in the vertical position, and achieved a good vault. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear/red residue and debris on the lens. (B)(4).